Manufacturer narrative:
No report of patient involvement. The ge healthcare service center replaced the on/off switch to correct the issue.

Event description:
During servicing of the unit at the ge healthcare service center, it was noted that the unit would reboot if the on/off switch was tapped. There was no report of patient involvement.